Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.

Event description:
A report was received on 16 apr 2024 from the home therapy nurse (htn) of a 43 year old male patient with a medical history including end stage renal disease, who stated the patient experiences adverse symptoms during home hemodialysis treatments. Additional information was received on (B)(6) 2024 from htn who stated the patient experiences shaking, chills, headache, hypertension (nos) and an upset stomach during treatment. Intravenous diphenhydramine (benadryl) was administered on an unspecified date.